Event description:
A patient underwent aaa repair on (B) (6) 2010. A zenith flex aaa endovascular graft bifurcated main body was placed and the surgeon and radiologist believe there may have been a rip in the material of the main body leading to a type iii endoleak. Additional ballooning and an extra limb was placed to line the graft. The current status of the patient is unknown as not provided by reporter.

Manufacturer narrative:
(B) (4). Event is under investigation at this time.